Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm and device deficiency anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Blood glucose was 258 mg/dl at time of incident. Troubleshooting was completed. Device is not expected to be returned for analysis.